Event description:
It was reported that cartridge alarm 20 occurred and prevented successful loading of cartridge, and it was unknown whether there was any impact to the customer¿s blood glucose level because caller declined to provide this information. No additional information was received regarding the outcome of the event. Customer attempted to load new cartridge with support from technical support, but alarm recurred, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which caller understood and acknowledged.